Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650 / catalog #: 1650 / expiration date: 2016-07-31, UDI #: (B)(4). Device available for evaluation? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 2015-07-31. Labeled for single use? No. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650 / catalog #: 1650 / expiration date: 2016-07-31, UDI #: (B)(4), device available for evaluation? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 2015-07-31. Labeled for single use? No. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650 / catalog #: 1650 / expiration date: 2016-08-31, UDI #: (B)(4). Device available for evaluation? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 2015-08-31. Labeled for single use? No. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650 / catalog #: 1650 / expiration date: 2016-08-31, UDI #: (B)(4). Device available for evaluation? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 2015-08-31. Labeled for single use? No. (B)(4). Heartware ventricular assist system ¿ battery. Battery /(B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2016-07-31, UDI #: (B)(4). Device available for evaluation? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 2015-07-31. Labeled for single use? No. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650 / catalog #: 1650 / expiration date: 2017-11-30, UDI #: (B)(4). Device available for evaluation? No. No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 2016-11-30. Labeled for single use? No. (B)(4). Heartware ventricular assist system ¿ controller ac adapter. Controller ac adapter / unk, UDI #: asku. No dev rtn to MFR? No. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching. The patient reported hearing beeps when the controller was connected to fully charged batteries or to the controller ac adapter. The controller, six batteries and one controller ac adapter remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller one controller ac adapter of unknown serial number and six batteries were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat302238, bat302264, bat302988, bat303198, bat301374 and bat324736, along with a premature power switching event that was due to a communication error involving bat303198. Momentary disconnection will result in an audible tone or "beep". As a result, the reported event was confirmed. There is no evidence that the lubrication servicing was performed on the reported power sources. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the "reported beeps" are most likely attributed to momentary disconnections between the controller and batteries. An internal investigation investigated momentary disconnections. Additional products: battery bat302238 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 battery bat302264 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 battery bat302988 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 battery bat303198 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 battery bat301374 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 battery bat324736 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 controller ac adapter h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.